Event description:
The event is reported as: the unit is turning off intermittently. The alleged defect was discovered prior to pt use.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 09/26/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, since the device is not available, it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex wil continue to monitor and trend relating complaints.